Event description:
Philips received a complaint from customer biomed reporting a high blower temperature message occurred on the v60 ventilator. The device was in clinical use. There was no report of harm or other patient impact. There was no patient, nor user impact reported. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The diagnostic code for blower temperature high was logged in the device event log indicating the blower temperature was greater than 95ºc for longer than 60 seconds. The rse advised the bme of the next troubleshooting and repair steps noted in the v60 service manual and provided details for potential part replacements. The customer bme confirmed the device was repaired by replacing the blower as recommended. The device was tested with an extended to confirm no further errors. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.